Event description:
Caller states patient tested 6.2 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however test strips are no longer available; replacement was sent.

Manufacturer narrative:
Manufacturer did not obtain this information. It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.